Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor component was reviewed and the DHR showed the sensor component passed all tests prior to release. A DHR for the freestyle sensor kit was reviewed and the DHR showed the sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Device mfg date was omitted from the initial MDR 30 day report which has been updated.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's caregiver reported the customer received a reading of 150 mg/dl on the sensor scan and was injected with insulin (dose/type unknown) based on the reading. It was further reported the customer began experiencing symptoms described as "frothing, blank eyes", seizure, and a loss of consciousness. Paramedics were called and upon their arrival, a reading of 45 mg/dl was obtained on their meter. Customer was administered glucagon and transported a hospital. At the hospital, a reading of 53 mg/dl was obtained on the hospital meter and customer was diagnosed with hypoglycemia and administered glucose via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's caregiver reported the customer received a reading of 150 mg/dl on the sensor scan and was injected with insulin (dose/type unknown) based on the reading. It was further reported the customer began experiencing symptoms described as "frothing, blank eyes", seizure, and a loss of of consciousness. Paramedics were called and upon their arrival, a reading of 45 mg/dl was obtained on their meter. Customer was administered glucagon and transported a hospital. At the hospital, a reading of 53 mg/dl was obtained on the hospital meter and customer was diagnosed with hypoglycemia and administered glucose via intravenous infusion. There was no report of death or permanent impairment associated with this event